Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 08-nov-2021. [Additional information]: the healthcare professional reported during an acute ischemic stroke (ais) procedure with the infarction at the distal m1 segment of the middle cerebral artery (mca), the 132cm embovac 71 aspiration catheter (ic71132ca / 30550155) and an embotrap ii revascularization device (et009533 / lot# unknown) were used to remove the thrombus. There was no problem in the guidance, operability, or combined use with the embotrap ii device. The thrombus was removed on the first pass and the procedure was completed without any problem. However, when the physician looked at the removed embovac, it was deformed and broken. At the time of removal, the embotrap ii device was pulled a little into the embovac. It was not clear if continuous flush had been maintained. The physician did comment that there was no resistance at the time of removal, however, he was surprised when the device was removed because it was (deformed) stretched. The physician further stated that ¿a young doctor had removed it, and it might have been caught by y-connector.¿ there was no report of any patient injury or adverse event associated with the reported issue. On 08-nov-2021, additional information was received. The information indicated that the target was the distal m1 segment, no other information was provided regarding the target site. The complaint device was not subjected to excessive force. When it was removed from the patient, it was intact. Additional intervention was not needed to remove the device from the patient. The device was used as per the instructions for use (IFU). The event did not result in any procedure prolongation. The information confirmed that there was no adverse patient consequence. E.1: the initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 01-nov-2021. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported during an acute ischemic stroke (ais) procedure with the infarction at the distal m1 segment of the middle cerebral artery (mca), the 132cm embovac 71 aspiration catheter (ic71132ca / 30550155) and an embotrap ii revascularization device (et009533 / lot# unknown) were used to remove the thrombus. The embotrap ii device was used as a stent. There was no problem in the guidance, operability, or combined use with the stent. The thrombus was removed on the first pass and the procedure was completed without any problem. However, when the physician looked at the removed embovac, it was deformed and broken. At the time of removal, the embotrap ii device was pulled a little into the embovac. It was not clear if continuous flush had been maintained. There was no report of any patient injury or adverse event associated with the reported issue. Preliminary photo images of the complaint device were captured by the j&j (B)(4) affiliates and included in the complaint. Based on the review of the photos by the product analysis lab completed on (B)(6) 2021, the distal body of the embovac catheter has multiple areas of damage observed. The distal tip is kinked at approximately 13 cm from the distal end, it is observed in compressed condition, stretched and the mesh of the distal body is exposed. No other damages were observed. Based on the review of the photos, the event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. [Photo analysis]: based on the photos attached to the complaint of the 132cm embovac 71 aspiration catheter, it can be observed that the distal body of the device has multiple areas of damage observed. The distal tip is kinked at approximately 13 cm from the distal end, it is observed in compressed condition, stretched and the mesh of the distal body is exposed. No other damages were observed. The reported issue captured in the complaint that the 132cm embovac 71 aspiration catheter was deformed was confirmed based on the observation that the distal tip of the device was compressed and stretched. A review of manufacturing documentation associated with this lot (30550155) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Further investigation will be performed when the device has been returned for analysis. The code ¿no findings available¿ was used in the investigation findings because the physical complaint device has not been received. This code corresponds with the ¿cause not established¿ in the investigation conclusion. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported during an acute ischemic stroke (ais) procedure with the infarction at the distal m1 segment of the middle cerebral artery (mca), the 132cm embovac 71 aspiration catheter (ic71132ca / 30550155) and an embotrap ii revascularization device (et009533 / lot# unknown) were used to remove the thrombus. There was no problem in the guidance, operability, or combined use with the embotrap ii device. The thrombus was removed on the first pass and the procedure was completed without any problem. However, when the physician looked at the removed embovac, it was deformed and broken. At the time of removal, the embotrap ii device was pulled a little into the embovac. It was not clear if continuous flush had been maintained. The physician did comment that there was no resistance at the time of removal, however, he was surprised when the device was removed because it was (deformed) stretched. The physician further stated that ¿a young doctor had removed it, and it might have been caught by y-connector.¿ there was no report of any patient injury or adverse event associated with the reported issue. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint. The photos were reviewed by the product analysis lab and is documented below. [Photo analysis]: based on the photos attached to the complaint of the 132cm embovac 71 aspiration catheter, it can be observed that the distal body of the device has multiple areas of damage observed. The distal tip is kinked at approximately 5.11 inch from the distal end, it is observed in compressed condition, stretched and the mesh of the distal body is exposed. No other damages were observed. The reported issue captured in the complaint that the 132cm embovac 71 aspiration catheter was deformed was confirmed based on the observation that the distal tip of the device was compressed and stretched. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 132cm embovac 71 aspiration catheter was returned contained in a pouch. Visual inspection was performed. The returned device was observed kinked at 36.81 inch from the distal end. It was also noted that the braided mesh is compressed and stretched at 5.12 inch and at 8.27 inch from the distal end. No other damages nor anomalies were observed during the visual inspection. Microscopic inspection was performed. The braided mesh was observed stretched and the hydrophylic coating is noted as ruptured and peeling at the stretched section. No other damages nor anomalies were observed during the microscopic inspection. The observations made during the microscopic inspection is consistent with the photo analysis of the pre-shipment photos of the complaint device. The hydrophylic coating is ruptured and peeling from the stretched section of the braided mesh. Dimensional evaluation: the inner diameter (ID) and outer diameter (od) of the device were measured and confirmed to be within specification. Hub ID = 0.0715 inch; specification: 0.071 inch minimum. Distal ID 0.0715 inch; specification: 0.071 inch minimum. Actual microcatheter od 0.0833 inch; specification: max. 0.0837 inch / min. 0.081 inch. Functional evaluation: the 132cm embovac 71 aspiration catheter was flushed to verify if any leakage was observed on the device; a leak was observed at the braided mesh section where the hydrophylic coating is ruptured and peeling from the stretched section of the mesh. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following precaution: exercise care in handling the large bore catheter to reduce the chance of accidental damage. A review of manufacturing documentation associated with this lot (30550155) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that during an acute ischemic stroke (ais) procedure with the infarction at the distal m1 segment of the middle cerebral artery (mca), the 132cm embovac 71 aspiration catheter and an embotrap ii revascularization device were used to remove the thrombus. There was no problem in the guidance, operability, or combined use with the embotrap ii device. The thrombus was removed on the first pass and the procedure was completed without any problem. However, when the physician looked at the removed embovac catheter, it was deformed and broken. At the time of removal, the embotrap ii device was pulled a little into the embovac catheter. The ID and od of the device were measured and confirmed to be within specification. During the visual inspection of the returned complaint device, the device was observed kinked at 36.81 inch from the distal end. It was also noted that the braided mesh is compressed and stretched at 5.12 inch and at 8.27 inch from the distal end. These observations made during the visual inspection confirmed the reported issue. Under microscopic inspection, the braided mesh was observed stretched and the hydrophylic coating is ruptured and peeling at the stretched section. This section of the braided mesh with the stretched condition and the coating appearing to be peeling may have been sustained when the embotrap ii device was pulled into the embovac as reported. However, this cannot be conclusively determined. The complaint did state that at the time of removal, the embotrap ii device was pulled a little into the embovac. It was not clear if continuous flush had been maintained. The physician did comment that there was no resistance at the time of removal, however, he was surprised when the device was removed because it was (deformed) stretched. The physician further stated that ¿a young doctor had removed it, and it might have been caught by y-connector.¿ based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.